Event description:
Additional information obtained from the user facility indicated that the patient was in their 60's, no exact age was given. The indication for the endoscopic retrograde cholangiopancreatogram was to replace a stent due to bile obstruction. It was clarified that the single use distal cover fell into the patient's duodenum and was discharged as stool. It was additionally stated that there was a 5 minute delay when replacing the scope, but there was no impact on the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following field: b5.

Manufacturer narrative:
The device was not returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility reported to olympus that during endoscopic retrograde cholangiopancreatography the tip cap of the evis lucera elite duodenovideoscope fell into the patient's body. It was discharged out of the body, and there was no impact to the patient. The procedure was completed without collecting it. Additional information has been requested. Patient identifier (B)(6) is for the evis lucera elite duodenovideoscope. Patient identifier (B)(6) is for the single use distal cover.